Event description:
It was reported that the instrument broke on the way back to the sterile processing department. There was no patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
H6 : proposed component (annex g) code is mechanical (g04) - provisional bottom the returned device exhibits signs of repeated use (nicked or gouged) and confirming complaint is fractured on lateral & medial side of the post. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.